Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected error alarm and failed battery alarm. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer inserted new battery but still received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.